Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00588; 804-06-324, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the long post broke off of blue impactor tip. Broken piece was stuck in the hole, had to be drilled out and removed with instruments.